Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had left arm pain and swelling. It was discovered that the patient had a left arm deep vein thrombosis. The patient was placed on an anticoagulant and the issue was resolved. The patient is a participant in the product surveillance registry clinical trial. No further patient complications have been reported as a result of this event.